Manufacturer narrative:
It was reported that after around 6 month of stent placement, in-growth was found. It is hard to review suspected device's DHR because the serial no. Was not checked. Duodenum structure where stent was implanted is curvy. It is possible that the stent could be pressed and stent in-growth could occur by state of patient's lesion. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the device was not returned, information such as photo was not provided, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "found in-growth in the dxdt2206, which had been placed about 6 months earlier", it is assumed the in-growth occurred due to patient's lesion condition, peristalsis, foreign substances and other factors complexly as the stent was pressed. The suspected device is uncovered, therefore it is normal for in-growth to occur. It is assumed this caused nausea. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: tumor in-growth". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The patient (no chemotherapy administered) complained of nausea, so the physician checked and found ingrowth in the dxdt2206, which had been placed about 6 months earlier.